Event description:
It was reported by repair work order that the brakes would not disengage due to a damaged caster stem. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.